Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: medical product: neutral liner 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell catalog #: 00885100932 lot #: 63831561, medical product: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners catalog #: 00875705001 lot #: 64004203, medical product: bone scr 6.5x30 self-tap catalog #: 00625006530 lot #: 64055684, medical product: bone scr 6.5x25 self-tap catalog #: 00625006525 lot #: 63999562. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to dislocation.